Event description:
It was reported that noise was seen on the atrial channel. The pocket was reopened to disconnect the atrial lead. One of the setscrews was damaged so that the lead had no connection. When the device was replaced, no further noise was observed.

Manufacturer narrative:
The a-tip and a-ring setscrews were stripped and the hex insets contained septum material. The septum material may have impeded full insertion of the torque wrench within the hex inset, causing the damaged hex. It is believed that the reported noise relates to the damaged a-tip and a-ring setscrews causing an insufficient connection to the atrial lead.